Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure the cut wire broke; however, it was reported that this occurred after the tome had been used and was no longer needed. No pieces of the wire detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. In addition, the extrusion was torn from the wide brown band to the distal tip, thereby splitting the tip. The cutting wire was discolored from usage and the broken ends appeared blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire and torn extrusion are likely due to procedural factors/generator settings. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be between the ages of (B)(6) and (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure the cut wire broke; however, it was reported that this occurred after the tome had been used and was no longer needed. No pieces of the wire detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.